Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had cubies in b row in drawer 2.2 continue to fail. On recovery it often ejects the cubie instead of just recovering it. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer fail randomly intermittently. A field service engineer (fse) could not duplicate the issue during inspection. Historical data showed multiple prior trips for the same complaint. Re-seated row board cables and cubie trays. Due to repeated failures, replaced drawer two with a new half-height cubie drawer during a return visit. The system functioned as intended after the fse repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had cubies in b row in drawer 2.2 continue to fail. On recovery it often ejects the cubie instead of just recovering it and caused delay. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.